Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she has not received effective back stimulation and experienced increased back pain. Per the patient, multiple reprogramming did not resolve the issues. The patient wants the scs system explanted (reference MFR. Report: 1627487-2014-03639 for ipg issues).